Event description:
It was reported that during patient treatment the pump of the cardiohelp-I device in question stopped due to a bubble detection which was correct. The bubble was checked and reset but the pump did not restart. The claiming customer was not sure if there were any alarm conditions present or still present at this time. Since the pump could not be restarted by the claiming customer the disposable was removed, fitted to the emergency drive and they started to hand-crank until the patient was stable. Then they changed out the cardiohelp-I device in question with another one. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag reviewed the device logs from the device and could not find any errors, the device responded as it should once the bubble was detected by alarming and stopping the pump. Having spoken to different members of staff present when the incident occurred, conflicting views were given at the hospital as to what actually happened and it is believed that the reason the pump didn't re-start was because either the bubble was still present and/or that they didn't reset the bubbly intervention alarm correctly, ie, the correct reset/restart procedure may not have been followed. Therefore the most probable root cause is believed to be user related error. The findings were discussed with the customer and it was agreed that additional user training would be provided to prevent similar incidents from recurring. This is the final report of this event.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not investigated the claimed cardiohelp-I yet. The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplement medwatch submitted as soon as additional information becomes available.